Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the rinse tubes on the rinse arm assembly as wet cuvettes were observed. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen. 2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 160 mmol/l. The customer questioned the initial result as it did not match the patient's clinical picture which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was 130 mmol/l. The repeat result was deemed correct.